Event description:
It was reported that a cartridge alarm (alarm 16) occurred. The customer's blood glucose level was 310 mg/dl. During troubleshooting with tandem technical support, the cartridge alarm was cleared, and insulin delivery was able to be resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.